Manufacturer narrative:
On february 21, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On january 14, 2022, mentor became aware that the patient had undergone bilateral removal on (B)(6) 2021. The patient was also diagnosed with bilateral breast implant deflation. The devices were replaced with the following: (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9618739 sn: (B)(6) and (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9558869 sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture. This medwatch form is for the right breast prosthesis. Deflation of the left breast implant will be reported under mrn: 1645337-2022-01311

Manufacturer narrative:
On march 20, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leaks test, and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the anterior aspect of the sal smooth rnd diap 250cc breast implant, measuring approximately 0.9 cm. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone primary breast augmentation with two 250cc mentor smooth round moderate profile saline breast prostheses, suffered right breast implant deflation, post-procedure. The deflation was diagnosed via mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.